Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that during flush, saline allegedly leaked subcutaneously and came out the insertion site. The port was removed via thoracotomy. A new device will not be placed. There was no reported patient injury.

Event description:
It was reported that during flush, saline allegedly leaked subcutaneously and came out the insertion site. The port was removed via thoracotomy. A new device will not be placed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was returned. Visual and microscopic evaluations were performed and a split of the catheter was observed 42 mm distal of the proximal catheter end. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Therefore, the investigation is unconfirmed for subcutaneous leak/break/split without embolism and confirmed for flexural fatigue. The investigation indicates that the root cause is flexural fatigue, which is related to clinical conditions. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.